Event description:
The expiration date, printed on the test strips' outer-packaging, does not match the expiration date printed on the strip vial label. Pt's blood glucose was not affected and no treatment was recieved. A request was made for the return of the suspect product and replacement product was shipped.